Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the patient's infusion device displayed e4 (occlusion error). After changing the related accessories the infusion device again displayed e4. The patient did not have an alternate form of therapy from 9:00am to 3:00pm. When the patient returned home he began using his back-up infusion device, but his blood glucose level was already over 500 mg/dl and he wasn't feeling well. The patient called the emergency services and the patient was recovered in the hospital. While in the hospital, the patient was not using his infusion device, instead he was on an insulin drip. When the patient returned home on (B)(6) 2012, the patient began using his back-up infusion device until the replacement for his primary device arrives. The infusion device has been replaced and requested to be returned for evaluation.